Event description:
It was reported that a patient underwent an unknown procedure (B)(6) 2025 and a barbed suture was used. During the procedure, the primary package of the suture was found damaged prior to use. Changed to another one to complete the surgery. There were no adverse patient consequences reported. Upon evaluation of returned device, a hole that was located in a kink could be observed on the top foil. No additional information could be provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. H6 investigation findings: c22 - photo review. H3 investigation summary: the product was returned to ethicon for evaluation. One open sample was received for analysis. The product code is sxpp1a406. Additionally, a photo was provided, and it showed the same condition of the received sample. During the initial inspection of the sample, the foil packet received shows numerous wrinkles, creases and kinks also a hole that is located in a kink could be observed on the top foil. The holes appear to be caused outside in by an unknown object affecting the integrity of the sterility. A possible cause for these conditions is due to improper handling during transit or storage. The condition of the package is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained: are there any photos available for review? Yes. The following information was requested but unavailable: was the sterility of the device compromised? Please describe the sterile packaging: were there any issues with the seal of the sterile packaging? Are there any tears/holes in the sterile packaging?